Event description:
It was reported that the user experienced signal loss to the ilet while the dexcom g7 app continued to display glucose readings, and the agent guided the user to toggle the ilet cgm setting between g6 and g7 and reenter the four-digit pairing code, with instructions that pairing could take 15¿30 minutes. Symptoms included no reported adverse physiological effects. Outcomes included no change in clinical status, no medical intervention, and no hospitalization. Investigation included technical troubleshooting performed with the user by customer support. Investigation of this case revealed that the device required reconfiguration to align with the g7 sensor and that a new pairing attempt was initiated. It was concluded that the event was consistent with communication or pairing interruption between the cgm and the ilet, and normal function was expected to resume after correct configuration and successful pairing.